Event description:
Patient presented post-operatively with a flexion contracture. Manipulation was attempted. Revision of the tibial implants is planned.

Manufacturer narrative:
Patient presented post-operatively with a flexion contracture. Manipulation was attempted. Revision of the tibial implants is planned. Review of the device history record indicates that the device was manufactured to specification.